Event description:
The facility reported an incident involving a pt with a hemispheric sudural hematoma ona ventilator. The pt was receiving an infusion of norepinephrine at a concentration of 32 mcg/ml at 0.15 mcg/hor to maintain blood pressure. The dose was to be increased to 64 mcg/ml and infuse at the same rate. The pt was responding to the dose of medication given to him, but when the bag was being switched out, the blood pressure dropped and the pt coded. The pt was resuscitated and went back to baseline. The pt reamins on a ventilator with neuro assessment unchanged.